Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the patient had a high blood glucose of 501 mg/dl. No symptoms or treatment were reported. Patient also reported getting no delivery alarms during bolus. Troubleshooting was performed but no delivery alarm did not occur during manual prime. Insulin also did not exit during manual prime. Reservoir will not be returned for analysis. Infusion set